Event description:
Literature was reviewed regarding a meta-analysis of valved conduits for right ventricular outflow tract reconstruction: a review of current technologies and future directions. Multiple manufacturer¿s devices were referenced; medtronic devices referenced included contegra conduit and hancock valved conduit. Among all patients, clinical observations that may have occurred in association with amedtronic device included: infective endocarditis, distal stenosis, structural valve degeneration, regurgitation, conduit compression, dilation, re-intervention, explant and immunogenic reaction. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.